Manufacturer narrative:
The certas valve was not returned for evaluation (as per customer, product not available) and no lot number information has been provided; therefore, an evaluation of the device could not be performed, and manufacturing records could not be reviewed. The cause(s) of the difficulty reported by the customer could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
A physician reported that the certas plus valve was implanted to a (B)(6) male patient via l-p shunt on (B)(6) 2021, with an unknown setting. The valve was used with the silascon lumbar catheter (manufactured by kaneka, product code: 702-jj). On (B)(6) 2021 the patient had symptoms of over drainage, and upon examination, it was confirmed that the lumbar catheter and the stepped connector were torn. At the time of this report, the patient is scheduled for surgery. Patient is in the follow up. No further information was provided by hospital.